Manufacturer narrative:
H3, h6: the navio surgical system korea, part number rob00079, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal camera connection failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, the camera, polaris vega generated green and orange light. Camera bump error massage appeared. The procedure was completed with manual instrumention. No patient injuries reported.